Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, a cartridge change error occurred. Customer's blood glucose level was 170mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged cartridge change error issue could not be verified.